Event description:
Customer blood glucose readings were higher than usual. While troubleshooting, his normal control test results were 160, 174, and 153 mg/dl. The range is 87-117 mg/dl. The customer did not adjust any medication or allege any adverse events. The meter and strips are to be returned for evaluation and a new meter and strips will be sent.